Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that the site of implant was revised. The revision was planned for (B)(6) 2015. It was noted that the battery flipped and caused the wound to open.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator. It was reported the patient continued to have concerns regarding lack of therapeutic effect, and their healthcare provider (hcp) told them there was too much electricity in their body - the patient stated they had no idea what they meant. The patient continued to have concerns about the therapy not helping their symptoms, and they continue to have problems with massive diarrhea. The patient was currently looking for a new colon doctor as they had many chronic conditions and felt like their body was trying to reject the implant. The patient stated they had been to the ER three times.

Manufacturer narrative:
(B)(4). The assault occurred prior to the patient's implant.

Event description:
The consumer reported that she was implanted on (B)(6) 2015 and could not get her programmer to adjust stimulation on (B)(6) 2015 because the programmer antenna broke/ bent. The patient could not communicate with or without the antenna attached. The patient was in pain at the implantable neurostimulator (ins) site and bleeding on (B)(6) 2015. The consumer also reported a loss of therapy and urinary retention. She reportedly left a pillow of water everywhere she sat. She was on lasix every day. Since the patient had the first surgery for the trial, it stopped working. It was noted that the patient was majorly assaulted and since then had to increase her pain meds. The patient had pain at the ins site, had diarrhea, and her colon doctor put her on antibiotics. The patient could not sit or roll over in bed and had to increase her imodium. The patient was scheduled for a doctor's appointment on (B)(6) 2015. Additional information received from the manufacturing representative reported that the patient was crazy and received the same instructions as every other patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pda8, product type: lead. (B)(4).

Event description:
The consumer reported that she was implanted on (B)(6) 2015 and could not get her programmer to adjust stimulation on (B)(6) 2015 because the programmer antenna broke. The patient was in pain at the implantable neurostimulator (ins) site and bleeding on (B)(6) 2015. The consumer also reported a loss of therapy on (B)(6) 2015 and urinary retention. She reportedly left a pillow of water everywhere she sat. She was on lasix every day. Since the patient had the first surgery for the trial it stopped working. It was noted that the patient was majorly assaulted and since then had to increase her pain meds due to pain at the ins site, had diarrhea, and her colon doctor put her on antibiotics. The patient could not sit or roll over in bed and had to increase her imodium. The patient was scheduled for a doctor's appointment on (B)(6) 2015. Additional information received from the manufacturing representative reported that the patient was crazy and received the same instructions as every other patient.